Event description:
It was reported that an unspecified malfunction alarm occurred and that the customer was admitted to hospital due to diabetic ketoacidosis. It was not specified if the two issues were related. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.